Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was 205 mg/dl. The pump error successfully clear the alarm and occur twice. Troubleshoot was performed. Customer did not receive request to rewind pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected hardware low level failures alarm during testing however, hardware low level failures alarm (variable 3) is found in the formatted history file along with audio anomalies due to broken trace at pin 6 (sda) on the keypad assembly.